Event description:
It was reported that the guidezilla was damaged and a balloon rupture occurred when the damaged part was crossed. A 15mmx2.75mm wolverine coronary cutting balloon and a 7f guidezilla catheter-guide extension were used. During the procedure, it was noted that the guidezilla is scratched and damaged, and a balloon rupture has occurred when the damaged part was crossed. Consequently, it was confirmed through fluoroscopy that the collar part has collapsed toward the lumen side. The balloon and the guidezilla were removed without any problem. The procedure was completed with the guidezilla and another of the same balloon. No complications reported and the patient is in good condition after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified no tears in the balloon material. A microscopic examination of the balloon material identified a pinhole tear in the balloon material, located over the distal marker band. An examination of the balloon material and marker band identified no issues which could potentially have contributed to this pinhole. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues. A visual and tactile examination of the shaft polymer extrusion identified no issues. The marker bands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that the guidezilla was damaged and a balloon rupture occurred when the damaged part was crossed. A 15mmx2.75mm wolverine coronary cutting balloon and a 7f guidezilla catheter-guide extension were used. During the procedure, it was noted that the guidezilla is scratched and damaged, and a balloon rupture has occurred when the damaged part was crossed. Consequently, it was confirmed through fluoroscopy that the collar part has collapsed toward the lumen side. The balloon and the guidezilla were removed without any problem. The procedure was completed with the guidezilla and another of the same balloon. No complications reported and the patient is in good condition after the procedure.